Manufacturer narrative:
The company representative replaced the slit lamp fiber to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming slit lamp fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information has been received which indicated the laser is located in the facility ophthalmology office.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Customer reported low laser power. The laser was taken to the ophthalmology office for a procedure. There was no patient impact reported. Additional information has been requested but not received.